Manufacturer narrative:
Continuation of d10: product ID 8835. Serial# unknown, product type programmer, patient product ID tm90t0, serial# (B)(6) product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4) h3. Analysis of patient communicator identified that the micro usb charge port was loose. It passed the bench test. An electrical failure occurred; "trs210001.8/led2 on hue/87.7/float/40/80 " was noted. The device was taken out of service/scrapped. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver sufentanil and bupivacaine. It was reported that the patient had not been able to connect to their pump to deliver a bolus since the night of (B)(6) 2025. When the patient tried to connect to the pump, the handset got stuck on "connecting" and did not go any further. The patient had not been able to bolus and stated that they had been taking oral medication. The patient tried turning the handset off and back on and it would not connect. The patient reset the communicator, which did not resolve the issue. Patient services had the patient restart bluetooth and location and had the patient toggle off mobile data and restart the handset. The patient tried to connect and again the handset seemed to get stuck and "just spins". The blue light on the communicator was still blinking blue and it did not turn solid. The battery indicator light was solid green when they unplugged the communicator on the morning of (B)(6) 2025. A replacement communicator was requested. The patient asked if their doctor or clinic would have a communicator they could borrow. Patient services reviewed and redirected the patient to their doctor. It was noted that the patient had tried a different communicator but that did not resolve the issue either. It was later reported that the patient's healthcare provider (hcp) was trying to provider a loaner personal therapy manager (ptm) to him while he waited for his replacement. The patient tried to decouple the first loaner ptm but it was not powering up. The patient would call back to pair the next ptm after they got it charged. The patient called again and reported that they borrowed a communicator from the hcp's office, however the patient was unable to advance past "connecting" still. Patient services conferenced healthcare information technology (hcit), however the patient was still unable to advance past "connecting", even after multiple troubleshooting steps. A request was sent for a replacement handset.